Event description:
It was reported that cartridge alarm 20 occurred on pump and that similar cartridge alarms had been reported previously with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support arranged replacement pump under warranty, provided instructions for placing pump into storage mode and returning it within 10 days, confirmed shipping details, and advised customer to program pump settings and connect continuous glucose monitor on replacement device.